Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled (g5) was received for evaluation. Microscopic inspection of the distal tip and shaft revealed electrode ring 2 was shifted distally approximately 0.002¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided and the investigation performed, the root cause of the displaced electrode could not be confirmed.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.